Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012735463 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact with no visible issues. The shape of the spiral array was intact, and no defects were observed on the spiral array. However, the slide function was stuck. The shape of the capture device was unremarkable, with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Electrical continuity testing was performed. Electrical continuity revealed intact electrode wires without any detachment or breakage. The xray imaging revealed that the electrode wires were entangled inside the shaft near the dual lumen area. In conclusion, the catheter failed the return product inspection due to entangled electrode wires inside the shaft near the dual lumen area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the catheter array appeared misshapen on the mapping system and on fluoroscopy toward the latter end of the case. There were difficulties making contact with tissue and the catheter was more challenging to manipulate to achieve contact for ablation. The catheter fell back into the right atrium multiple times inadvertently. The patient was noted to have challenging anatomy. Upon removal from the body, the catheter appeared to have a slight oblong shape. A new catheter was provided and the issue was resolved. The case was completed with pulseselect. No patient complications have been reported as a result of this event.